Event description:
It was reported that during a da vinci si tecab procedure the assistant wanted to use the small clip applier instrument to clip the vessels. He found the house of the instrument was opened. Then he change to another instrument to continue the procedure. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. Two of the four housing snap tabs and all adjacent housing pins were broken. The housing could be removed as a result of damage. Engineering concluded the damage was likely due to mishandling. Additional finding not reported was the distal end of the main tube had a scratch mark showing light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. Engineering concluded the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.